Event description:
The customer called to report that the pump had a blank display. Troubleshooting was performed. It was stated that the batteries were out of the pump for over twenty-four hours and new batteries would not resolve the problem. The customer indicated that they were on manual injections since the day before the call.